Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. Notification received by exactech legal indicating they have been notified via a tolling agreement of a patient who alleges they sustained injury resulting from a connexion gxl acetabular liner implanted at the time of a hip procedure. No further information is known at this time. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Notification received by exactech legal indicating they have been notified via a tolling agreement of a patient who alleges they sustained injury resulting from a connexion gxl acetabular liner implanted at the time of a hip procedure. No further information is known at this time.